Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿comparison of outcomes for major contemporary endograft devices used for endovascular repair of intact abdominal aortic aneurysms¿. Falster mo, garland sk, jorm lr, beiles cb, freeman aj, sedrakyan a, sotade ot, varcoe rl eur j vasc endovasc surg. 2023 feb;65(2):272-280. Doi: 10.1016/j.ejvs.2022.11.005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿ editor's choice - comparison of outcomes for major contemporary endograft devices used for endovascular repair of intact abdominal aortic aneurysms¿. The time frame for this study was over a nine-year period. (B)(4) patients were included in the study. Endurant and non-mdt stent grafts were implanted in the patient population. The following adverse events occurred: rupture, intervention no further information was provided pertaining to medtronic products.